Manufacturer narrative:
Additional information is provided in sections h.6 and h.10. No sample or lot code was provided. All compounding, preprocessing, filling and packaging mbrs are subjected to two independent reviews. Review of the incoming qc inspection results for the component lot codes are completed prior to disposition. The reported manufacturer's ophthalmic oil is compounded by (1) chemical and thermal extraction and (2) sterile filtration of oil prior to filling. The product is then filled into its primary packaging components using aseptic processing. The product's 10ml glass bottles and their stoppers are made from silicone. The product is terminally sterilized using dry heat. Following sterilization, units are 200% inspected for particulate in the solution and then packaged into pouches and sealed. Incoming components are verified to meet key design criteria via dimensional analysis and attribute inspection prior to disposition. The product insert includes the following precautions: ¿ do not use a vial for more than one patient. ¿ discard unused portion. ¿ do not admix with any other substances prior to injection. ¿ do not re-sterilize. ¿ do not use expired product. ¿ an underfill may result in an ineffective inferior tamponade and an overfill may result in corneal abnormalities and elevated iop. ¿ the use of the manufacturer's ophthalmic oil as a long term tamponade has not been studied and must be determined by the treating physician. The manufacturer's ophthalmic oil should be removed when, in the judgment of the physician, the retinal attachment would not be compromised. ¿ caution must be exercised when using co2 laser in patients with a history of intraocular silicone oil placement. The product insert states that emulsification in eyes with oil is an adverse reaction that was observed during the clinical trials with the reported ophthalmic oil. The root cause of the complaint condition cannot be determined. Potential root causes included: ¿ nonconforming unit ¿ no product lot code was provided for evaluation. Each lot is tested according to established specification prior to release for distribution. ¿ event outside of the manufacturer's control and thus, unable to determine. Lot specific evaluation is not possible without a lot code. No further action is warranted at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
No sample or lot number information has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. T.m. Title: intraocular pressure of before and after silicon oil removal in patients with complicated retinal detachment and analysis of factors affected to intraocular pressure. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported in a published literature article that ophthalmic silicone oil, unspecified, was instilled into multiple patient eyes which, when compared to before and after product removal, it was suggested that there is a possibility of intraocular pressure (iop) increase in those eyes in which the silicone oil was removed from an eye that had experienced anterior chamber oil invasion. It was reported that some patients required treatment with anti-glaucomatous drops and some patients required additional glaucoma surgery.